Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the glass cap detached identified during visual analysis probably contributed to the error message. Analysis identified severe detritus adhesion on the metal cap surface probably contributing to elevated temperature near the laser beam output window leading to the circumferential fracture. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including glass cap detachment. The interaction between the user and device, caused or contributed to the observed fiber tip damage. According to the instructions for use (IFU), increasing irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass cap was detached and not returned. The metal cap exhibited severe charred detritus adhesion on surface which is indicative of tissue contact. The connector cone, segments and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with the helium-neon (he-ne) laser fixture. The testing conducted showed no signs of breakage along the fiber body. Labeling review: a review of device instructions for use (IFU) was performed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted the glass cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during the procedure the console displayed an error message, the fiber expired/fiber life excess. A second fiber was used to complete the procedure. Analysis of the returned device identified the glass cap was detached.